Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up before device replacement procedure, several auto mode switching episodes with irregular noise were observed on atrial channel. The noise was not reproducible in clinic and there were no signs of lead failure under fluoroscopy. Insulation failure was suspected. Lead was capped and replaced on (B)(6) 2016. Patient's condition was fine. Lead information was not available.